Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the patient in room 236-1 had significant changes in her ECG rhythm that were not identified by the primary rn before the patient coded. Through internal investigation, it was noted the central monitor did not send certain alarms such as "missed beat" or "extreme bradycardia", and inaccurately counted the heart rate. The patient expired. This failure of alarms is a contributory piece of this event being explored due to this upgraded equipment being new here at (B)(6).

Manufacturer narrative:
The customer contacted the customer care solutions center for troubleshooting support and patient strips and log files were submitted for review. The logs and strips were reviewed with research and development algorithm experts and a sequence of events was identified. The presence of the same alarm in 3 minute intervals supports that alarm timeouts per the st/ar alarm chain were in effect. The customer has been provided with a summary of the investigation findings. No on site evaluation of the device was requested or provided. The device remains in use. No malfunction is supported. Based on a review of the provided log files and strips with research and development algorithm experts, the deterioration in the condition of the patient is captured in the strips and is associated with *pacer not capt alarms every 3 minutes associated with timeout periods and subsequent xbrady, asystole and vent fib/tach alarms as the patient condition worsened, and conduction through the heart slowed. Evidence of alarm silencing is demonstrated at two different intervals supporting that staff had awareness of the patient condition during these times. The customer's statement that the heart rate count was not accurate is not indicative of any malfunction of the device; the heart rate value shown on non-alarm strips represents a 1-minute average, which was not known by the customer. No malfunction is supported.